Manufacturer narrative:
Siderail assembly.

Event description:
It was reported by service report that the left side rail would not lock in the upright position. No patient involvement or adverse consequences are reported.